Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that a smiths medical pump with a cadd cassette reservoir attached alarmed no disposable, pump won't run" during use. No additional information is available at this time.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition with its original open packaging, decontaminated and inside a plastic bag without the blue clip and white cap. Visual inspection showed no discrepancies. Functional testing involved filling the sample with water and connecting it to a cadd legacy plus pump. It was found that the device was fulling priming, connected without difficulty and no alarms activated when pump was set to running. Based on the investigation, the complaint allegation was not confirmed. There is no non-conformance or deviation related to the failure reported in the device history record for finished good and associated component.